Manufacturer narrative:
Additional information was received that the patients ipg was charging fine now and there will be no further course of action.

Event description:
A report was received that the patient was charging frequently the ipg. It was mentioned that the patient performed remote control (rc) reset but was still saying charge battery now. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was charging frequently the ipg. It was mentioned that the patient performed remote control (rc) reset but was still saying charge battery now. The patient will undergo an ipg replacement procedure.